Manufacturer narrative:
No probe product was returned to angiodynamics for evaluation. A photo was provided for this complaint confirming that the ceramic tip was fractured and detached. The customer's reported complaint description of tip of the applicator was detached was confirmed based on the provided photo showing the distal portion of the ceramic tip was fractured/detached. Although the photo was provided, without receiving a sample for evaluation a definitive root cause cannot be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Corrections to match gudid: d1: brand name. D4: model number, UDI.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A radiology nurse reported an issue with a 19cm solero applicator, during a percutaneous ablation procedure. The preparation and procedure was performed according to the directions for use (dfu) and the applicator was tested in saline, at 60w for 20 seconds. After successful testing, the applicator was inserted straight into the patient's kidney, with no difficulty, and the generator was set at 140w for 6 minutes. Approximately 10 seconds into this ablation, the generator stopped and displayed a "high reflective power" error message. At this time, the applicator was removed from the patient and it was noted that the tip was no longer attached. The remaining procedure was completed with a second applicator. No adjunct devices were utilized during the procedure and the performing physician has been using solero devices for 3+ years. At this time, the tip will be left in situ and a follow up scan of the patient will be performed in one month.